Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-00874/-06172).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to pain and cup loosening. The cup and head were removed and replaced with a biomet head and a competitor cup. Additional information received from patient's legal counsel report patient underwent a revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information in the (B)(6) 2013 left hip revision operative report noted the revision was due to pain and further noted there was no bone ingrowth present on the cup. The acetabular cup and modular head were removed and replaced a biomet head and a competitor cup.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to pain and cup loosening. The cup and head were removed and replaced with a biomet head and a competitor cup. Additional information received from patient¿s legal counsel report patient underwent a revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis.